Manufacturer narrative:
The insulin pump powered up properly after battery installation. Programmed pump with the current time and date and monitored for eleven days. The time has not drifted and is accurate. Care link pro report from 8/24-11/15 2016 shows time was changed on 8/30, 9/11, 9/16, 9/21, and 9/28 and during evaluation period on 11/03, 11/07 and 11/15. We were unable to verify if user manually changed the time during the reported period, however no indication of time unexpectedly being reset or altered during monitoring period. The time and date function is working properly. No time/clock anomaly noted. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Pump was programmed with test guardian link and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and display. The calibrate your sensor alarm properly after completion of the warm up. Pump display the programmed 7.7mmol/l value properly on the display graph. No unexpected lost sensor alarms noted. The pump sensor feature working properly. Pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had lost sensor alarm. It was reported that the customer received insulin flow blocked alarm. The customer's blood glucose level was unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.